Manufacturer narrative:
Omit: a1105 - computer system security problem (2899), g02008 - computer software, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a code, imdrf annex g code, imdrf annex c code, imdrf annex d code. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a suite of cybersecurity vulnerabilities called ¿wreck¿ may potentially impact the bd alaris¿ 8015 pcu, which may have patient impact. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that a suite of cybersecurity vulnerabilities called ¿wreck¿ may potentially impact the bd alaris¿ 8015 pcu, which may have patient impact. There was no patient involvement.